Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. All other electrical measurements were in range. No intervention was performed. The patient would continue to be monitored.